Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
On (B)(6) 2016 the patient in for a wound check where it was noted the hematoma completely healed.

Manufacturer narrative:
(B)(4).

Event description:
The patient complained of pain and a hematoma was noted. Patient was started on keflex orally for one week, antibiotic ointment topically twice a day. Patient is to follow-up with the physician for a wound check.